Event description:
It was reported that parent was unable to insert a suction catheter into one m1nt, specialized neonatal (fenestrated) tracheostomy tube. Parent reports that the suction catheter became "stuck". This was detected moments after insertion. Parent reports that the child was positioned correctly and that there was no evidence of a mucus plug. The device was removed and a 2nd device was used with no reported compromise to the pt. The m1nt device was returned on 12/6/96, to the MFR for ID, analysis and investigation.